Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue was observed when the onboard battery was not supporting a patient. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom onboard battery had lost its ability to charge and would not show any led lights when in the charger.

Manufacturer narrative:
The customer-reported issue was confirmed via system management (smbus) data review and functional testing of the battery which discovered that the battery's output had been disabled. The root cause for the battery's disabled output cannot be conclusively determined; however, analysis of the smbus recorded data indicates the battery was subjected to a deep discharge event, causing extreme cell under-voltage conditions. Because cell under-voltage parameters are outside of the internal safety firmware design limits, the battery's input/output functions were permanently disabled. Syncardia has a corrective and preventive action (CAPA) to track and address any applicable actions related to permanently faulted freedom onboard batteries. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.